Event description:
The pt was implanted with a left ventricular assist device (lvad). A pump exchange was reported by receipt of a device tracking form. The reason for the exchange noted: "thrombosis".

Manufacturer narrative:
Due to the device not being available for evaluation, the reported event of pump thrombosis could not be confirmed. The patient was later transplanted on (B)(6) 2013. The device¿s instructions for use (IFU) lists device thrombosis and hemolysis death as adverse events that may be associated with the use of the left ventricular assist system. The IFU also outlines indications of pump thrombosis as well as how to respond to such events. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: the patient experienced signs of thrombus including power elevations and hemolysis. The patient's inr at the time of the event was 1.77. The patient did not have any pre-existing conditions or coagulopathy issues relevant to this event and review of the device's complaint history showed no related events were reported for this patient. The patient was treated with anticoagulation therapy but started to decompensate, and a pump exchange was completed. The vad coordinator reported that the pump was returned; however, thoratec has no record of receiving it. Multiple attempts were made to obtain the product. No alarms were noted at the time of the event and no log files are available.

Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.